Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and back pain ("lower back pain/ crippling lower back pain / back cramping") in a 39-year-old female patient who had essure (batch no. 626623) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous. Concurrent conditions included overweight, urinary frequency, endometriosis, nabothian cyst, endometrial polyp, paratubal cyst and hypothyroidism. Concomitant products included cimetidine (tagamet) since 2008, famotidine since 2008, ibuprofen since 2008, intrauterine contraceptive device (iud nos) from (B)(6) 2008, medroxyprogesterone acetate (depo-provera) from (B)(6) 2008 and thyroid (armour thyroid) since 2008. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced alopecia ("hair loss/ horrible hair loss"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse),"). In (B)(6) 2008, the patient experienced mood swings ("essure device hormonal changes describe: mood swings"), hot flush ("hot flashes") and hirsutism ("facial hair growth"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain (seriousness criteria medically significant and intervention required) and arthralgia ("hip pain"). In 2009, the patient experienced inflammation ("inflammatory reaction"), hypersensitivity ("allergic or hypersensitivity reaction") and allergy to metals ("nickel allergy"). In 2010, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced weight decreased ("weight loss"), adverse event ("adverse symptoms"), joint stiffness ("hip stiffness"), mobility decreased ("immobility"), amenorrhoea ("no more periods"), adjustment disorder with depressed mood ("depressing"), abdominal pain ("abdominal pain"), swelling ("swelling") and pollakiuria ("urinary frequency"). The patient was treated with ibuprofen (advil), minoxidil (rogaine), surgery (hysterectomy (full) and salpingectomy (bilateral removal of fallopian tubes)) and surgery (hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, back pain, dysmenorrhoea, abdominal pain and swelling had resolved, the weight decreased, adverse event, joint stiffness, mobility decreased, amenorrhoea, adjustment disorder with depressed mood, inflammation, weight increased, hypersensitivity, mood swings, hot flush, hirsutism, allergy to metals, arthralgia and pollakiuria outcome was unknown and the alopecia and dyspareunia was resolving. The reporter provided no causality assessment for adjustment disorder with depressed mood, adverse event, alopecia, amenorrhoea, back pain, joint stiffness, mobility decreased and weight decreased with essure. The reporter considered abdominal pain, allergy to metals, arthralgia, dysmenorrhoea, dyspareunia, hirsutism, hot flush, hypersensitivity, inflammation, mood swings, pelvic pain, pollakiuria, swelling and weight increased to be related to essure. The reporter commented: cross referenced with plaintiff case number: (B)(4). Patient tolerated the procedure with minimal discomfort. Process was successful and occluded. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Current weight 165 lbs. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: back pain, dysmenorrhea, hair loss, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jun-2018: new pfs received: new events added- mood swings, hot flashes, facial hair growth, nickel allergy, hip pain were added. Outcome of event dyspareunia updated to recovering/resolving, event dysmenorrhea( cramping) from unknown to recovered/ resolved. Concomitant disease and new reporter were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and back pain ("lower back pain/ crippling lower back pain / back cramping") in a 39-year-old female patient who had essure (batch no. 626623) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. Concomitant products included cimetidine (tagamet) since 2008, famotidine since 2008, ibuprofen since 2008, intrauterine contraceptive device (iud nos) from (B)(6) 2008, medroxyprogesterone acetate (depo-provera) from (B)(6) 2008 and thyroid (armour thyroid) since 2008. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse),"). In (B)(6) 2008, the patient experienced hormone level abnormal ("hormonal changes"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2009, the patient experienced alopecia ("hair loss/ horrible hair loss"), inflammation ("inflammatory reaction") and hypersensitivity ("allergic or hypersensitivity reaction"). In 2010, the patient experienced weight increased ("weight gain"). In 2013, the patient experienced bladder disorder ("bladder problem changes,") and urinary tract disorder ("urinary problems or changes"). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), weight decreased ("weight loss"), adverse event ("adverse symptoms"), joint stiffness ("hip stiffness"), mobility decreased ("immobility"), amenorrhoea ("no more periods"), adjustment disorder with depressed mood ("depressing"), abdominal pain ("abdominal pain") and swelling ("swelling"). The patient was treated with ibuprofen (advil), minoxidil (rogaine), surgery (hysterectomy (full) and salpingectomy (bilateral removal of fallopian tubes)) and surgery (hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, back pain, abdominal pain and swelling had resolved, the weight decreased, adverse event, joint stiffness, mobility decreased, amenorrhoea, adjustment disorder with depressed mood, hormone level abnormal, inflammation, bladder disorder, dysmenorrhoea, urinary tract disorder, dyspareunia, weight increased and hypersensitivity outcome was unknown and the alopecia was resolving. The reporter provided no causality assessment for adjustment disorder with depressed mood, adverse event, alopecia, amenorrhoea, back pain, joint stiffness, mobility decreased and weight decreased with essure. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, dyspareunia, hormone level abnormal, hypersensitivity, inflammation, pelvic pain, swelling, urinary tract disorder and weight increased to be related to essure. The reporter commented: cross referenced with plaintiff case number: (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion current weight 165 lbs. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Reporter added, product information updated, lot number received. Lab data added, concomitant condition added, events added as follows:-pelvic pain, hormonal level abnormal, inflammation, bladder disorder, dysmenorrhoea, urinary tract disorder, dyspareunia,weight increased, hypersensitivity,abdominal pain, swelling. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and back pain ("lower back pain/ crippling lower back pain / back cramping") in a 39-year-old female patient who had essure (batch no: 626623) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous. Concurrent conditions included overweight, urinary frequency, endometriosis, nabothian cyst, endometrial polyp, paratubal cyst and hypothyroidism. Concomitant products included cimetidine (tagamet) since 2008, famotidine since 2008, ibuprofen since 2008, intrauterine contraceptive device (iud nos) from on (B)(6) 2008, medroxyprogesterone acetate (depo-provera) from on (B)(6)2008 and thyroid (armour thyroid) since 2008. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced alopecia ("hair loss/ horrible hair loss"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse),"). On (B)(6) 2008, the patient experienced mood swings ("essure device hormonal changes describe: mood swings"), hot flush ("hot flashes") and hirsutism ("facial hair growth"). On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain (seriousness criteria medically significant and intervention required) and arthralgia ("hip pain"). In 2009, the patient experienced inflammation ("inflammatory reaction"), hypersensitivity ("allergic or hypersensitivity reaction"), allergy to metals ("nickel allergy"), bladder disorder ("bladder problem") and urinary tract disorder ("urinary problem"). In 2010, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced weight decreased ("weight loss"), adverse event ("adverse symptoms"), joint stiffness ("hip stiffness"), mobility decreased ("immobility"), amenorrhoea ("no more periods"), adjustment disorder with depressed mood ("depressing"), abdominal pain ("abdominal pain"), swelling ("swelling") and pollakiuria ("urinary frequency"). The patient was treated with ibuprofen (advil), minoxidil (rogaine), surgery (hysterectomy (full) and salpingectomy (bilateral removal of fallopian tubes) and surgery (hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, back pain, dysmenorrhoea, abdominal pain and swelling had resolved, the weight decreased, adverse event, joint stiffness, mobility decreased, amenorrhoea, adjustment disorder with depressed mood, inflammation, weight increased, hypersensitivity, mood swings, hot flush, hirsutism, allergy to metals, arthralgia, pollakiuria, bladder disorder and urinary tract disorder outcome was unknown and the alopecia and dyspareunia was resolving. The reporter provided no causality assessment for adjustment disorder with depressed mood, adverse event, alopecia, amenorrhoea, back pain, joint stiffness, mobility decreased and weight decreased with essure. The reporter considered abdominal pain, allergy to metals, arthralgia, bladder disorder, dysmenorrhoea, dyspareunia, hirsutism, hot flush, hypersensitivity, inflammation, mood swings, pelvic pain, pollakiuria, swelling, urinary tract disorder and weight increased to be related to essure. The reporter commented: cross referenced with plaintiff case number: (B)(4). Patient tolerated the procedure with minimal discomfort. Process was successful and occluded. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram: on (B)(6) 2008: total bilateral occlusion. Current weight 165 lbs. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: back pain, dysmenorrhea, hair loss, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-sep-2018: plaintiff fact sheet received: bladder and urinary problem was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ lower pelvic pain') and back pain ('lower back pain/ crippling lower back pain / back cramping') in a 39-year-old female patient who had essure (batch no. 626623) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous. Current weight 165 lbs. Concurrent conditions included overweight, urinary frequency, endometriosis, nabothian cyst, endometrial polyp, paratubal cyst and hypothyroidism. Concomitant products included cimetidine (tagamet) since 2008, famotidine since 2008, ibuprofen since 2008, intrauterine contraceptive device (iud nos) from january 2008 to august 2008, medroxyprogesterone acetate (depo-provera) from february 2008 to august 2008 and thyroid (armour thyroid) since 2008. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced alopecia ("hair loss/ horrible hair loss"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse),"). In august 2008, the patient experienced mood swings ("essure device hormonal changes describe: mood swings"), hot flush ("hot flashes") and hirsutism ("facial hair growth"). In september 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain (seriousness criteria medically significant and intervention required) and arthralgia ("hip pain"). In 2009, the patient experienced inflammation ("inflammatory reaction"), hypersensitivity ("allergic or hypersensitivity reaction"), allergy to metals ("nickel allergy"), pollakiuria ("urinary frequency"), bladder disorder ("bladder problem") and urinary tract disorder ("urinary problem"). In 2010, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient was found to have weight decreased ("weight loss") and experienced adverse event ("adverse symptoms"), joint stiffness ("hip stiffness"), mobility decreased ("immobility"), amenorrhoea ("no more periods"), adjustment disorder with depressed mood ("depressing"), abdominal pain ("abdominal pain"), swelling ("swelling"), asthenia ("weakness"), malaise ("sick"), headache ("headache"), abdominal pain upper ("stomach pain"), cough ("coughing"), chest pain ("felt a pain in my chest"), feeling abnormal ("brain fog") and tinnitus ("ear rings"). The patient was treated with ibuprofen, minoxidil (rogaine) and surgery (hysterectomy (full) and salpingectomy (bilateral removal of fallopian tubes) and hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, back pain, dysmenorrhoea, abdominal pain, swelling and arthralgia had resolved, the weight decreased, adverse event, joint stiffness, mobility decreased, amenorrhoea, adjustment disorder with depressed mood, inflammation, weight increased, hypersensitivity, mood swings, hot flush, hirsutism, allergy to metals, pollakiuria, bladder disorder, urinary tract disorder, asthenia, malaise, headache, abdominal pain upper, cough, chest pain, feeling abnormal and tinnitus outcome was unknown and the alopecia and dyspareunia was resolving. The reporter provided no causality assessment for adjustment disorder with depressed mood, adverse event, alopecia, amenorrhoea, back pain, joint stiffness, mobility decreased and weight decreased with essure. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, arthralgia, asthenia, bladder disorder, chest pain, cough, dysmenorrhoea, dyspareunia, feeling abnormal, headache, hirsutism, hot flush, hypersensitivity, inflammation, malaise, mood swings, pelvic pain, pollakiuria, swelling, tinnitus, urinary tract disorder and weight increased to be related to essure. The reporter commented: cross referenced with plaintiff case number:(B)(4). Patient tolerated the procedure with minimal discomfort. Process was successful and occluded diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: back pain, dysmenorrhea, hair loss, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: social media content received: events: weakness, sick, headache, stomach pain, chest pain, brain fog, tinnitus were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ lower pelvic pain') and back pain ('lower back pain/ crippling lower back pain / back cramping') in a 39-year-old female patient who had essure (batch no. 626623) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous. Concurrent conditions included overweight, urinary frequency, endometriosis, nabothian cyst, endometrial polyp, paratubal cyst and hypothyroidism. Concomitant products included cimetidine (tagamet) since 2008, famotidine since 2008, ibuprofen since 2008, intrauterine contraceptive device (iud nos) from (B)(6) 2008 to (B)(6) 2008, medroxyprogesterone acetate (depo-provera) from (B)(6) 2008 to (B)(6) 2008 and thyroid (armour thyroid) since 2008. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced alopecia ("hair loss/ horrible hair loss"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse),"). In (B)(6) 2008, the patient experienced mood swings ("essure device hormonal changes describe: mood swings"), hot flush ("hot flashes") and hirsutism ("facial hair growth"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain (seriousness criteria medically significant and intervention required) and arthralgia ("hip pain"). In 2009, the patient experienced inflammation ("inflammatory reaction"), hypersensitivity ("allergic or hypersensitivity reaction"), allergy to metals ("nickel allergy"), pollakiuria ("urinary frequency"), bladder disorder ("bladder problem") and urinary tract disorder ("urinary problem"). In 2010, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient was found to have weight decreased ("weight loss") and experienced adverse event ("adverse symptoms"), joint stiffness ("hip stiffness"), mobility decreased ("immobility"), amenorrhoea ("no more periods"), adjustment disorder with depressed mood ("depressing"), abdominal pain ("abdominal pain") and swelling ("swelling"). The patient was treated with ibuprofen, minoxidil (rogaine) and surgery (hysterectomy (full) and salpingectomy (bilateral removal of fallopian tubes) and hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, back pain, dysmenorrhoea, abdominal pain, swelling and arthralgia had resolved, the weight decreased, adverse event, joint stiffness, mobility decreased, amenorrhoea, adjustment disorder with depressed mood, inflammation, weight increased, hypersensitivity, mood swings, hot flush, hirsutism, allergy to metals, pollakiuria, bladder disorder and urinary tract disorder outcome was unknown and the alopecia and dyspareunia was resolving. The reporter provided no causality assessment for adjustment disorder with depressed mood, adverse event, alopecia, amenorrhoea, back pain, joint stiffness, mobility decreased and weight decreased with essure. The reporter considered abdominal pain, allergy to metals, arthralgia, bladder disorder, dysmenorrhoea, dyspareunia, hirsutism, hot flush, hypersensitivity, inflammation, mood swings, pelvic pain, pollakiuria, swelling, urinary tract disorder and weight increased to be related to essure. The reporter commented: cross referenced with plaintiff case number: (B)(4). Patient tolerated the procedure with minimal discomfort. Process was successful and occluded. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: results: total bilateral occlusion. Current weight 165 lbs. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: back pain, dysmenorrhea, hair loss, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Event : hip pain outcome updated. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and back pain ("lower back pain/ crippling lower back pain / back cramping") in a 39-year-old female patient who had essure (batch no. 626623) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous. Concurrent conditions included overweight, urinary frequency, endometriosis, nickel sensitivity, nabothian cyst and endometrial polyp. Concomitant products included cimetidine (tagamet) since 2008, famotidine since 2008, ibuprofen since 2008, intrauterine contraceptive device (iud nos) from january 2008 to august 2008, medroxyprogesterone acetate (depo-provera) from february 2008 to august 2008 and thyroid (armour thyroid) since 2008. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse),"). In august 2008, the patient experienced hormone level abnormal ("hormonal changes"). In september 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2009, the patient experienced alopecia ("hair loss/ horrible hair loss"), inflammation ("inflammatory reaction") and hypersensitivity ("allergic or hypersensitivity reaction"). In 2010, the patient experienced weight increased ("weight gain"). In 2013, the patient experienced bladder disorder ("bladder problem changes,") and urinary tract disorder ("urinary problems or changes"). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), weight decreased ("weight loss"), adverse event ("adverse symptoms"), joint stiffness ("hip stiffness"), mobility decreased ("immobility"), amenorrhoea ("no more periods"), adjustment disorder with depressed mood ("depressing"), abdominal pain ("abdominal pain") and swelling ("swelling"). The patient was treated with ibuprofen (advil), minoxidil (rogaine), surgery (hysterectomy (full) and salpingectomy (bilateral removal of fallopian tubes)) and surgery (hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, back pain, abdominal pain and swelling had resolved, the weight decreased, adverse event, joint stiffness, mobility decreased, amenorrhoea, adjustment disorder with depressed mood, hormone level abnormal, inflammation, bladder disorder, dysmenorrhoea, urinary tract disorder, dyspareunia, weight increased and hypersensitivity outcome was unknown and the alopecia was resolving. The reporter provided no causality assessment for adjustment disorder with depressed mood, adverse event, alopecia, amenorrhoea, back pain, joint stiffness, mobility decreased and weight decreased with essure. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, dyspareunia, hormone level abnormal, hypersensitivity, inflammation, pelvic pain, swelling, urinary tract disorder and weight increased to be related to essure. The reporter commented: cross referenced with plaintiff case number: 2017-233525. Patient tolerated the procedure with minimal discomfort. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion current weight 165 lbs. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: back pain, dysmenorrhea, hair loss, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ lower pelvic pain') and back pain ('lower back pain/ crippling lower back pain / back cramping') in a 39-year-old female patient who had essure (batch no. 626623) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous. Current weight 165 lbs. Concurrent conditions included overweight, urinary frequency, endometriosis, nabothian cyst, endometrial polyp, paratubal cyst and hypothyroidism. Concomitant products included cimetidine (tagamet) since 2008, famotidine since 2008, ibuprofen since 2008, ibuprofen since 2008, intrauterine contraceptive device (iud nos) from (B)(6) 2008 to (B)(6) 2008, medroxyprogesterone acetate (depo-provera) from (B)(6) 2008 to (B)(6) 2008 and thyroid (armour thyroid) since 2008. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced alopecia ("hair loss/ horrible hair loss"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse),"). In august 2008, the patient experienced mood swings ("essure device hormonal changes describe: mood swings"), hot flush ("hot flashes") and hirsutism ("facial hair growth"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain (seriousness criteria medically significant and intervention required) and arthralgia ("hip pain"). In 2009, the patient experienced inflammation ("inflammatory reaction"), hypersensitivity ("allergic or hypersensitivity reaction"), allergy to metals ("nickel allergy"), pollakiuria ("urinary frequency"), bladder disorder ("bladder problem") and urinary tract disorder ("urinary problem"). In 2010, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient was found to have weight decreased ("weight loss") and experienced adverse event ("adverse symptoms"), joint stiffness ("hip stiffness"), mobility decreased ("immobility"), amenorrhoea ("no more periods"), adjustment disorder with depressed mood ("depressing"), abdominal pain ("abdominal pain"), swelling ("swelling"), asthenia ("weakness"), malaise ("sick"), headache ("headache"), abdominal pain upper ("stomach pain"), cough ("coughing"), chest pain ("felt a pain in my chest"), feeling abnormal ("brain fog"), tinnitus ("ear rings"), insomnia ("insomnia- sleep alludes to the fact that it's eluding") and anxiety ("anxiety"). The patient was treated with ibuprofen, minoxidil (rogaine) and surgery (hysterectomy (full) and salpingectomy (bilateral removal of fallopian tubes) and hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, back pain, dysmenorrhoea, abdominal pain, swelling and arthralgia had resolved, the weight decreased, adverse event, joint stiffness, mobility decreased, amenorrhoea, adjustment disorder with depressed mood, inflammation, weight increased, hypersensitivity, mood swings, hot flush, hirsutism, allergy to metals, pollakiuria, bladder disorder, urinary tract disorder, asthenia, malaise, headache, abdominal pain upper, cough, chest pain, feeling abnormal, tinnitus, insomnia and anxiety outcome was unknown and the alopecia and dyspareunia was resolving. The reporter provided no causality assessment for adjustment disorder with depressed mood, adverse event, alopecia, amenorrhoea, back pain, joint stiffness, mobility decreased and weight decreased with essure. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, anxiety, arthralgia, asthenia, bladder disorder, chest pain, cough, dysmenorrhoea, dyspareunia, feeling abnormal, headache, hirsutism, hot flush, hypersensitivity, inflammation, insomnia, malaise, mood swings, pelvic pain, pollakiuria, swelling, tinnitus, urinary tract disorder and weight increased to be related to essure. The reporter commented: cross referenced with plaintiff case number: (B)(4). Patient tolerated the procedure with minimal discomfort. Process was successful and occluded diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: back pain, dysmenorrhea, hair loss, pelvic pain. Concerning the injuries in the case, the following ones were described in social media report: insomnia quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 10-dec-2019: social media report: new event insomnia, anxiety added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ("lower back pain/ crippling lower back pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), weight decreased ("weight loss"), adverse event ("adverse symptoms"), alopecia ("hair loss/ horrible hair loss"), joint stiffness ("hip stiffness"), immobile ("immobility"), amenorrhoea ("no more periods") and adjustment disorder with depressed mood ("depressing"). The patient was treated with ibuprofen (advil) and surgery (hysterectomy). Essure was removed. At the time of the report, the back pain had not resolved, the weight decreased, adverse event, joint stiffness, immobile, amenorrhoea and adjustment disorder with depressed mood outcome was unknown and the alopecia was resolving. The reporter provided no causality assessment for adjustment disorder with depressed mood, adverse event, alopecia, amenorrhoea, back pain, immobile, joint stiffness and weight decreased with essure. The reporter commented: cross referenced with plaintiff case (B)(4). Most recent follow-up information incorporated above includes: on 15-nov-2017: mr received: reporter information was added, events lower back pain/ crippling lower back pain, weight loss, adverse symptoms, hair loss/ horrible hair loss, hip stiffness, immobility, no more periods and depressing were replaced with event injury. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.